Manufacturer narrative:
(B)(4). Two years after the initial observations were reported, another red alert had been generated from this system due to shocking impedance measurements greater than 125 ohms. The system remains implanted and efforts to obtain additional product issue details were unsuccessful. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received stating that revision procedure was performed. The physician suspected the lead was not fully inserted into the device header. Therefore, the lead was removed from the device and successfully re-inserted. Following the procedure, impedance measurements were within normal limits. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient presented today with a shocking impedance measurement greater than 125 ohms. The lead configuration was reprogrammed right ventricular (rv) coil to device which produced a shocking impedance measurement of 91 ohms consistently. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
A boston scientific technical services consultant recommended induction in this configuration and suggested an x-ray. No other adverse events have been reported. Efforts to obtain additional product issue details were unsuccessful. This product issue will be updated if additional information is received.